Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad tactile change issue. The "ok" button began sticking approximately one month prior to the complaint. The issue has progressively worsened over time and the button is now intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013 device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the keypad was fully intact, with no peeling or damage observed. The ¿contrast¿ and "ok" keys responded normally while the ¿up¿ and ¿down¿ keys responded intermittently. The keypad was removed to investigate and evidence of keypad contamination was located under the ¿contrast¿,"down" and "up" contact buttons. Unrelated to this complaint, the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen. Contrast returned to normal with test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.